Event description:
It was reported, foreign matter. Customer verbatim: there appears to be a suspected black foreign substance inside the syringe. Additional information what course of treatment changed due to event? It was mentioned in pir was unknown. -it has been confirmed that the course of treatment was not changed kindly provide quantity involved. - sample quantity is (B)(6).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.